Event description:
The customer reported the ventilator was not recognized when it was plugged into the wall and the battery was not charging. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed there was 116 alternating current (ac) volts going into the unit, and no dc volts coming out of the power supply going to the power management printed circuit board assembly (pcba). The remote service engineer (rse) advised replacement of the power supply. The customer will order the power supply and repair the unit. Further information is pending.

Manufacturer narrative:
The customer replaced the power supply to resolve the issue.